Event description:
It was reported that the pump could not be charged using the tandem-provided charging cable and a third-party wall adapter. The customer was able to successfully charge the pump with a tandem-provided wall adapter and a third-party charging cable. The customer continued to use the pump for insulin therapy.